Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. A stapler log review revealed the following: a sureform 60 stapler instrument was used first, and it was installed on the system 2 times and fired 2 sureform 60 reloads (1 green, followed by 1 blue). On both installs, the first clamp was successful, and the firings were each completed with no pauses for compression. The instrument was then removed and not used again in the procedure. Next, logs show another sureform 60 stapler instrument was installed on the system 3 times and fired 3 sureform 60 reloads (1 blue, followed by 2 green). On install 1, the first clamp was successful, but was followed by a firing failure. The firing stopped. On installs 2 and 3, the first clamp was successful, and the firings were each completed with no pauses for compression. The instrument was then removed and not used again in the procedure. Next, the logs show a third sureform 60 stapler instrument was installed on the system 5 times and fired 4 white sureform 60 reloads. On installs 1, 3, and 4, all clamps were successful, and the firings each completed with no pauses for compression. On install 2, a white reload was installed, however no clamping or firing was attempted. On install 5, the first clamp was successful, and the firing was completed with 1 pause for compression. The instrument was then removed and not used again in the procedure. There were no stapler related errors in the logs. The logs show that the e-stop (emergency stop) button was pressed during a time when no staplers were being utilized.

Event description:
It was reported that during a da vinci-assisted gastric bypass procedure, tissue was not properly stapled or cut when an unspecified sureform 60 reload (unknown color) was fired with a sureform 60 stapler instrument. The tissue was reportedly pushed during the firing sequence. The stapler was removed from the system, and the surgeon continued stapling with a handheld third-party stapler. The procedure was completed robotically. On 14-jul-2025, intuitive surgical, inc. (Isi) received medwatch report (MDR) with uf/importer report #(B)(4) stating: "davinci sureform 60 stapler misfired while in abdomen. The sureform 60 stapler misfired and caused the tissue to be pushed out of the stapler jaws ¿ bunching-up the tissue. This occurred several times even with new stapler and new loads. Misfire caused excessive bleeding & bruising. Surgeon will monitor pt for any leaking after surgery."